Event description:
It was reported, 2007 revision performed on pt that had a c-taper, l-fit head, implanted on a morse taper stem. Removed head and replaced with a morse taper head."

Manufacturer narrative:
Evaluation summary: the root cause of this event is a user error. The surgeon implanted the c-taper head onto the morse taper stem and revised to replace the c-taper head with a morse taper head. The result of the differing tapers and diameters between the c-taper and morse taper would cause the head to bottom out on the stem before the taper securely engages. The surgeon should verify the head is secure on the trunion after head impaction. Mismatching of tapers is warned against in the product packaging insert.